Event description:
The patient reported, he was unable to charge his ipg. The patient stated, he had not charged his ipg in a few months. The patient was sent a replacement charger and the issue persisted. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.